Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.